Manufacturer narrative:
Investigation summary: bd received 5 photos for investigation. The photos were reviewed and the indicated failure mode for cracked tube was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of cracked tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cracked tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using paxgene® blood rna tubes that two (2) tubes cracked and leaked after a freeze thaw cycle. There was no health impact or consequence reported.